Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During product evaluation by a baxter service technician, a flogard volumetric infusion pump was found to have a failure f38 during testing. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the f-38 alarm was determined to be a skewed (B)(4) and damaged slide clamp sensor. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. Conclusion: was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.